Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they don't think the device works too great and the back where the battery is burns. Patient stated they noticed this a couple weeks ago. Patient mentioned they had a fall about a couple months ago and they hit it, they had it checked out to make sure it was ok. Patient said they did an x-ray and they said it was fine. Patient also stated after that they started having pain in their left side and the device is on their right side. The patient was redirected to their healthcare provider to further address the issue.